Manufacturer narrative:
(B)(4). One (1) mini poly-axial screwdriver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. An optical image of fractured surface reveals plastic deformation at the hex features and torsional shear markings at the center of the part following a circular pattern indicating a torsional overload, which suggests that the driver underwent a quasi-static shear. No material defects or other abnormalities were observed in the analysis. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, the fracture analysis report indicated that the fractured surface reveals plastic deformation at the hex features and torsional shear markings at the center of the part following a circular pattern indicating a torsional overload, which suggests that the driver underwent a quasi-static shear. No material defects or other abnormalities were observed in the analysis. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported screwdriver tip sheared off while inserting implant. Tip was left inside implant in patient.